Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When opening the package the product seemed oxidated.

Manufacturer narrative:
Product complaint # (B)(4). Retraction of 3500a med watch report mwr-(B)(4) with mrn 1818910-2018-70822 as it was submitted in error. Retraction: mwr-(B)(4), mrn 1818910-2018-70822 submitted in error.